Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with the insulin pump. Customer's blood glucose value was 117mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. The customer declined to check for leaks, air bubbles, site or insulin issues. The insulin pump did not passed the high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.